Event description:
Rep called and reported that this device was un-interrogatable. They explained that the wand light flashed green once and after that the wand displayed no green (or any other color) light. Was advised by technical service to explant the device.